Manufacturer narrative:
(B)(4). Investigation summary: damaged to one bulkhead contact was noted upon analysis. The condition of the contact prevented installation of the battery and would prevent the device from functioning. The cause of the damage is unknown. The battery pack was undamaged and fully drained. Frame separation was also noted. Although no conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos were provided. The three pictures shows two handles of a device. The closure trigger is open and the battery is loaded in both devices. Based on the photos provided, the event describe cannot be confirmed.

Event description:
It was reported that during an unknown procedure the battery locked out, unable to fire. A second like device was used to complete the procedure. There were no patient consequences reported.